Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) stopped compressions" was confirmed based on the review of the archive data and during the brake gap inspection test. The root cause for the reported complaint was due to drive train motor brake assembly air gap was too wide (measured at 0.012") and was out of the specification (0.008"). The brake gap was adjusted within the specification to address the reported complaint. Upon visual inspection, no physical damage was observed. The archive data review indicated that the autopulse platform stopped compression and displayed user advisory (ua) 17 (max motor on time exceeded during active operation), thus confirming the reported complaint. The ua17 error message was due to the brake gap being out of specification. The autopulse platform passed the initial functional testing without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. However, the autopulse platform failed the brake gap inspection, thus confirming the reported complaint. The brake gap was adjusted within the specification to address the observed problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04 august 2021 for investigation. However, investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During resuscitation of a patient in cardiac arrest, the autopulse platform (sn (B)(4)) stopped after performing three compressions. The customer tried to troubleshoot by repositioning the patient, however, the reported issue persisted. Per customer, the autopulse platform did not display any user advisories or fault codes. The customer provided no further information. The patient's status information was requested but the customer did not provide a response.